Event description:
Restart IV using a 249 3/4" protective cath; removed cap, stuck vein, got flashback then only advanced the cath (moving the needle). Teflon catheter advanced easily but curled. Tried to remove catheter but it wouldn't move nor could be flushed. Help arrived and was able to remove catheter.